Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the connection of the infinity central station (ics) with emitter f3_12 did not show the alarms correctly. The incident occurred on (B)(6) 2012 between 5:28 and 5:35. Fifteen other active transmitters did not show any noticeable problems. On (B)(6), 2012, the emitter f3_12 was tested with a simulator and no noticeable problems were found. It was reported that the pt died. (B)(4).